Event description:
This is 2 of 2 reports linked to mfg report number 2648988-2021-00016: a facility reported that prior to an unspecified surgery, the hermetic lumbar catheter, closed tip (ins5010) was being inserted as a preventive mechanism. However, the catheter could not be inserted in the patient, as the needle was blocked at 5cm, was unable to move forward and backward, and the end of the catheter tore when removing. They attempted to insert a second catheter, and the guidewire from the second catheter was twisted. It was reported that there was important leakage of cerebrospinal fluid (csf) by the needle with headache due to hypotension of csf during the catheter insertion attempts. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: the hermetic lumbar catheter was being implanted for planned surgery under extra-corporeal circulation of thoracic-abdominal aneurysm. After two defective attempts, customer used peri-dural set with soft catheter without guide wire but puncture was hemorrhagic. Surgery is postponed for one month. There is no symptom at the puncture point for the patient; however, patient has a high risk of aneurysm rupture which means that there is vital risk to postpone it. Patient must have surgery quickly. Patient was discharged after surgery and was called 5 days after and is still asymptomatic. Failure analysis and root cause findings: the hermetic lumbar catheter was not returned for evaluation; however, device history record (DHR) review for the reported lot number did not reveal any anomaly that could be related to the reported condition. There are procedural controls during the manufacturing of the catheter to ensure proper passing fit through the tuohy needle. In a two (2) year timeframe, there are three (3) complaints for the reported condition. All three (3) are from the same customer (chu de montpellier). An integra sales representative has followed the case and has already visited the customer. The sales representative was present during a surgery in which all went well. It was also informed that they are new to the use of this product. Since no unit has been returned for evaluation, the complaint cannot be verified and a root cause determination is not possible at this moment.

Event description:
N/a.